Manufacturer narrative:
The insulin pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. No button error alarm was noted. The pump had intermittent button response due to moisture damage on keypad traces. The pump was received with moisture damage on the electronics. The pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and stained end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 47 mg/dl. The customer treated the low reading with a soda. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The information provided for date of this report was incorrect with the initial medwatch report. The correct date has been provided with this report.